Event description:
Surgeon was putting in a 6.5mm asnis screw and washer, and on tightening the screw down to the bone he noted the washer pulled out over the heart of the screw. The washer was removed. The event was resolved by not using the washer and leaving the screw in-situ.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.